Manufacturer narrative:
One cadd legacy 1 pump was received for evaluation. The event history log was reviewed and there was no evidence of the reported issue. Functional check and visual inspection were conducted. The reported issue was able to be confirmed. The pump was found to be "double beeping" during power up when batteries were inserted. Contamination and fluid ingressions were found in the pump by the chassis base of the occlusion sensors. The downstream occlusion sensor and scratched lcd lens will be replaced to resolve the issue. This issue was customer induced via fluid ingression into the main body of the pump as a result of the customer's improper cleaning of the pump.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had a "double beep, no cassette" error and the lens was damaged. The issue was observed during testing and there was no patient involvement.